Event description:
Meter was reading inaccurately high. The readings were 146 mg/dl and 147 mg/dl. A reading on an unknown hospital meter was 73 mg/dl. (Invalid comparison) no medical attention was received. The patient took oral medication for diabetes following the use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not within range. Based on the information obtained from the patient there is indication the product malfunctioned, due to the control solution tests.